Event description:
Boston scientific received information that an internal technical service (ts) consultant was contacted regarding why this left ventricular lead variable impedance measurements had not been reported by remote monitoring. It was determined this was due to the measurements being dismissed but not reset by the physician clinic staff reviewing the data. A review of the data had revealed both high and low out of range impedance measurements. The information was provided to the physician and this lead will be closely monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.